Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch delica enhanced lancing device was not fully penetrating. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began ¿late (B)(6) 2015¿. The patient reported that she manages her diabetes with self-adjusting insulin doses and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that ¿late (B)(6) 2015¿ she developed symptoms of ¿could not concentrate well, shaky, sweating, ice cold, lightheaded.¿ the patient stated that she was admitted to emergency room (ER) and received health care professional (hcp) treatment in the form of an unknown IV. At the time of troubleshooting, the cca noted that the patient was not a first time user of the lfs product. The cca confirmed there was no indication of misuse of the device and that the correct lancets, gauge 33g were being used for testing. The cca reviewed the patient¿s technique on how to use the lancing device and the alleged issue could not be resolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.